Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7083673.

Event description:
It was reported that the leads migrated and the patient was not receiving good stimulation coverage despite reprogramming. The patient underwent a revision procedure wherein the leads were adjusted. The patient was doing well postoperatively and the devices remain implanted.